Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer evaluated found that cord would not retract on the doppler tether. Replacing the tether corrected this.unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The failure analysis and testing dept. Received tether assembly with a reported unit failure of the doppler tether will not retract. The fat dept. Proceeded to attempt to retract the doppler tether. The fat dept. Was not able to retract the doppler tether. The tether assembly is damaged. The fat dept. Verified the failure of the doppler tether not being able to retract. The tether assembly failed testing. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported during a routine preventive maintenance (pm) performed by a getinge service territory manager (stm)the cardiosave intra-aortic balloon pump (iabp) doppler tether will not recoil. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.